Manufacturer narrative:
(B)(4). Date of event estimated as date of publication . Date of implant estimated as 30 days prior to date of publication. There was no reported product deficiency. Dissection, neurological deficit/dysfunction, perforation are known adverse events as listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency. The additional adverse patient effect of death and the device malfunction referenced are being filed under separate medwatch reports.

Event description:
This event was captured based on literature review. The article is a retrospective review of treated cerebral aneurysms with stent-assisted and non-stent-assisted endovascular therapies. 225 patient underwent treatment with stenting with various stents including the vision stent (abbott vascular). Complications included: stroke (n=12), transient ischemic attack (n=21), intraprocedural rupture (n=19), dissection (n=9), stent migration/displacement (n=4), death (n=21). No additional information was provided.